Event description:
It was reported that following the implant procedure the patient developed phlebitis in the place of venous access. The patient was treated medically and discharged. The patient is enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the phlebitis was related to the satandard intravenous (IV) access on the left arm and not in the groin and not related to the implant procedure.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).